Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation in the wrong location following implant. Impedance measurements were within normal limits. X-rays revealed one of the leads had migrated. The pt had minimal stimulation coverage, and was scheduled to have a revision (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.